Event description:
It was reported that the patient received an inappropriate shock from the patient's implantable cardioverter-defibrillator (ICD). T-wave oversensing was seen on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.